Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was removed on (B)(6) 2019. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the caller stated the patient wants to have their ins removed because the "battery is moving or something" and the battery is hurting her hip area. The caller also stated that the patient's ins battery is dead. No further complications were reported. No additional patient symptoms were reported.